Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that they were at their physician's office today and the doctor was "fussing" with the patient's programmer adjusting amplitude and suddenly it became very painful for the patient. Patient is not sure exactly what button the doctor was pressing at the time or what the doctor was doing but patient's impression was that there was some type of delay and then all the sudden amplitude leapt higher which was painful for the patient. The doctor was also startled and decreased amplitude from 2.6 to 1.6 which reduced the pain for the patient and patient later decreased it further to a level that they were comfortable with. Patient confirmed the doctor was not using a clinician programmer, they were only using the patients 3037 programmer at the time. The circumstances that led to the reported issue were unknown. Reviewed general programmer use and best practices for making gradual amplitude adjustments. Reviewed expectations regarding stimulation sensation. Documented reported event. No further action was taken by patient services.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.